Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a cerebral angiogram, a flexor raabe guiding sheath unraveled in multiple places upon attempted removal of the device. Access was obtained in the femoral artery. The access site was not scarred, and the anatomy was not tortuous, stenosed, or calcified. An unknown wire guide, pig tail catheter, and contrast catheter were used during the procedure. Resistance was not encountered upon insertion of the sheath, or upon insertion or removal of any device through the sheath. Reportedly, the ¿cerebral vascular aneurysm surgery¿ went smoothly, and at the end of the procedure, all other instruments were removed from the sheath. Upon attempted removal of the sheath, it was difficult to remove and reportedly became stuck in the femoral artery. The dilator was not reinserted prior to attempted removal, and nothing was in the sheath lumen at the time of the event. Imaging showed that the sheath had unraveled. An incision was made in the femoral artery, and the unraveled sheath was removed from the patient. The femoral artery was not damaged. After removal of the sheath, the user noted that it was ¿broken¿ into four sections but remained connected by the unraveled coils. Nothing separated or detached from the sheath. The procedure was successfully completed. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event. Despite meeting resistance upon removal, the dilator was not reinserted into the sheath. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cerebral angiogram, a flexor raabe guiding sheath unraveled in multiple places upon attempted removal of the device. Access was obtained in the femoral artery. The access site was not scarred, and the anatomy was not tortuous, stenosed, or calcified. An unknown wire guide, pig tail catheter, and contrast catheter were used during the procedure. Resistance was not encountered upon insertion of the sheath, or upon insertion or removal of any device through the sheath. Reportedly, the ¿cerebral vascular aneurysm surgery¿ went smoothly, and at the end of the procedure, all other instruments were removed from the sheath. Upon attempted removal of the sheath, it was difficult to remove and reportedly became stuck in the femoral artery. T he dilator was not reinserted prior to attempted removal, and nothing was in the sheath lumen at the time of the event. Imaging showed that the sheath had unraveled. An incision was made in the femoral artery, and the unraveled sheath was removed from the patient. The femoral artery was not damaged. After removal of the sheath, the user noted that it was ¿broken¿ into four sections but remained connected by the unraveled coils. Nothing separated or detached from the sheath. The procedure was successfully completed. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
. E1: customer name and address = mobile phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.